Event description:
During the periodic programming history review, it was found that a faulted system diagnostic test occurred which caused an unintended change in the patient¿s vns settings. Although the vns device was reprogrammed within the same visit, not all of the settings were corrected. The signal frequency was not changed back to previous settings. No adverse events have been reported as a result of this occurrence.

Manufacturer narrative:
Analysis of programming history.